Event description:
This complaint is from a literature source: juan maría pardo garcía, verónica jiménez díaz, amaya barberia biurrun, lorena garcía lamas, miguel porras moreno, david cecilia lópez, surgical and protocolized management of distal radius nonunion. (Pubmed citation not available). Objective/methods/study data: a retrospective review of case series of patients with diagnosis of nonunion of the distal radius surgically treated from 2010 to 2016.the aim of the study is to analyze the radiological and functional results after a protocolized surgical treatment. A total of six cases were included. Mean follow-up: 58 months (range:30¿108 months). In total, 2 women and 4men were identified and they had a mean age of 41 years (range: 35-62 years). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes, volar locking plate. Adverse event(s) and provided interventions possibly associated with unk - constructs: 2.4 mm lcp distal radius volar t-plate (qty (B)(4). -(n=6) cases of nonunion, no intervention provided. Adverse event(s) and provided interventions possibly associated with unk - constructs: 2.4 mm lcp distal radius volar t-plate (qty (B)(4). -(n=1) a 62 years old, female (case 5) had a hypoesthesia of the sensory branch of the radial nerve, and did not require treatment. Adverse event(s) and provided interventions possibly associated with unk - constructs: 2.4 mm lcp distal radius volar t-plate (qty (B)(4). -(n=1) a 39 years old, male (case 3) had a superficial infection, treated favorably with oral antibiotic therapy for a period of 4 weeks. Adverse event(s) and provided interventions possibly associated with unk - constructs: 2.4 mm lcp distal radius volar t-plate (qty (B)(4). -(n=1) a 34 years old, male (case 2) had a persistent nonunion that required surgical reoperation. -(n=1) case 2 discomfort related to the synthetis material and proceeded to its extraction 3 years after the consolidation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.